Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800633 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic pancreatosplenectomy, when the user ligated the eighth clip, the jaw caught one of the already locked clips and after that, no ligation was available. In testing the remaining clips outside the surgical field, none of them were properly locked. Therefore, it was replaced with another autoendo applier. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws. This was repeated two more times with the same result. The clips were not latching onto the bottom jaw. Some biological material was removed from the bottom jaw and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result. The sample was returned with 5 clips remaining indicating that 10 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw that prevented the clips from properly loading. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, operational context caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not locking" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the clips from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaw, operational context caused or contributed to this event.

Event description:
It was reported that during a laparoscopic pancreatosplenectomy, when the user ligated the eighth clip, the jaw caught one of the already locked clips and after that, no ligation was available. In testing the remaining clips outside the surgical field, none of them were properly locked. Therefore, it was replaced with another autoendo applier. There was no patient injury.